Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the essure implant") in a female patient who received essure for female sterilisation. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had surgery to remove the essure implant approximately 5 years after insertion due to unspecified injuries. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering that essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore, no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jul-2020: pif received: date of birth was added. Previously reported event of genital haemorrhage downgraded to non-serious. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2018: event surgery to remove the essure implant was updated to event pelvic pain and added as surgery for the event and event abnormal bleeding was added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation nos on (B)(6) 2016, leiomyoma nos on (B)(6) 2016, adenomyosis on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, scarring on (B)(6) 2016, multiple cesarean sections, bleeding breakthrough, menses irregular and blood loss of (nos). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding/breakthrough bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 1 trailing coils on the right and 1 trailing coil on the left. Lot number: 794900 manufacturing date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation nos on (B)(6) 2016, leiomyoma nos on (B)(6) 2016, adenomyosis on (B)(6) 2016, dysmenorrhea on (B)(6) 2016, scarring on (B)(6) 2016, multiple cesarean sections, bleeding breakthrough, menses irregular and blood loss of (nos). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding/breakthrough bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 1 trailing coils on the right and 1 trailing coil on the left. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received lot number was added. Reporter information, middle name of patient and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc . Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had surgery to remove the essure implant approximately 5 years after insertion due to unspecified injuries. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering that essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.